Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. The lot history record of the reported lot number showed no discrepancies that might have contributed to the reported experience.

Event description:
Medtronic (covidien) received information regarding an incident with some of its manufactured devices. Treatment of an arteriovenous malformation (avm). During the onyx embolization treatment with two catheters (one in the vertebral artery and the other in the anterior artery), it was reported that difficulty was experienced when removing the apollo (in the anterior artery) catheter that had some onyx reflux halfway over the detachable tip. After an extending period of the, the catheter was successfully removed with the tip still attached. The patient¿s anatomy was normal in tortuosity and no friction was experienced during the injection. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00245.